Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger h3: analysis of the recharger, model# 97755-s serial# (B)(6), revealed that they were unable to replicate the reported issue. No anomalies were visually observed. No issues were found with finding or charging an ins. The device passed final functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial: (B)(6), product type: ; implant date n/a; explant date n/a, section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s, serial: (B)(6), product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt spoke to their rep yesterday who said to call and say they need a new paddle because they thought the paddle might not be working. When the pt goes to recharge the ins it took about 3 hours to charge and they could not even fully charge it. The ins would only recharge to 90% because even though the controller would be at 100% battery it would drain. Pt then noted near end of call that when recharging the ins the rtm got really really hot; all the issues started since it was turned on last thursday. During call pt verified no damage to the controller charging port or to the rtm. The pt blew into the controller charging port and reset the controller. The issue was not resolved. An email was sent to the repair department to replace the rtm. Pt called back and reported their replacement recharger seemed to behave the same way as the last one, but wasn't getting quite as hot. Pt understood the cord would get warm because they were now charging for 2.5 hours to get ins from 0% to 100% with excellent charge quality (which they said they'd keep checking), but felt that was still longer than charging should take. Pt confirmed controller battery would be 100% in the morning (and their ins was going from 100% to 0% overnight, yet they feel the stim isn't doing anything for them - see case rtg0551992). Agent reviewed with pt since they were so recently implanted, sometimes the healing process will cause the recharging process to have some hiccups and take longer early on. Agent reviewed if they continually checked the controller while charging ins as well, that would drain their controller battery and may slow down the charging process as well. As for the recharger getting warm, agent educated pt that they could turn the option 10 in menu for charging speed down. Agent explained to pt if they still did not see improvement in charging duration, which is already within the realm of normalcy from 0-100%, they should consult their rep and/or doctor for further assistance. Pt provided alt address (added to secure note). Agent closed case.